Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).

Event description:
It was reported that the customer experienced elevated blood glucose levels (360 mg/dl). Customer noticed 4 air bubbles at the end of the tubing. Troubleshooting was performed, pump passed delivery system check, and air bubbles were expelled from tubing. Customer delivered a correction bolus to stabilize his blood glucose level.